Manufacturer narrative:
It was reported that the unit was unable to be turned off. Per good faith effort (gfe) response received 12may2026, no repair was performed due to the customer declined service and repair. No troubleshooting information or confirmation of the reported issue could be provided due to no repair. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to be turned off. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unable to be turned off. This investigation is ongoing.